Event description:
Tip fracture on 23cm dialysis catheter. Patient came into the hospital with a gi bleed which is how they spotted the tip separate on the x-ray. The tip embolized and was not able to be retrieved. Removed & replaced catheter.